Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2643 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "correct PICC placement via left oa 16.7.22 , on (B)(6) 2022 presentation due to lack of retraction and difficult gating. On x-ray, the tip of the catheter was found to be short-stretched in the superior vena cava. On grafting with contrast medium, a stable dislocation of the catheter into the sinus vena cava can be documented. With re-injection with 0.9% nacl, the catheter can be relocated back to the correct original position deep in the superior vena cava."

Event description:
It was reported "correct PICC placement via left oa (B)(6) 2022 , on (B)(6) 2022, presentation due to lack of retraction and difficult gating. On x-ray, the tip of the catheter was found to be short-stretched in the superior vena cava. On grafting with contrast medium, a stable dislocation of the catheter into the sinus vena cava can be documented. With re-injection with 0.9% nacl, the catheter can be relocated back to the correct original position deep in the superior vena cava." Additional information received: "correct catheter placement via the left side on (B)(6) 2022. On (B)(6) 2022 the clinicians complained of poor retraction and difficulty in flushing. The catheter was found to be dislocated from its original deep position in the superior vena cava to the cranial level and to be folded over but not kinked. A bolus of contrast medium did not lead to the planned repositioning in the deep central position, but to an increasing dislocation extending into the left jugular vein. By flushing the catheter twice with 0.9% nacl and using the jet phenomenon, the catheter could be flung back out of the left jugular vein into the original, absolutely inconspicuous, deep central position. A final cautious administration of km, which was hardly sufficient for contrasting, again showed an upsurge of approx. 3 cm caused by the jet at the catheter with final repositioning. Documented under injection with contrast medium. "Difficult gating" means that the doctor flushed the PICC line catheter under the angiography and he could see a clear movement (mobility) of the catheter. The customer did not describe whether it was the movement of the catheter tip under the flushing procedure or a complete movement of the catheter in the patient's body."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter tip dislocation is confirmed but the exact cause remains unknown. One disk containing radiographic images was provided for evaluation. The first image indicates a date of (B)(6) 2022. The radiographic image shows a torso of a patient. A line in the image is labeled '4 f power PICC'. The tip of the line appears to be located in the chest region. The next set of images indicates a date of (B)(6) 2022. The tip of the line in the next set of images appear to bend upwards, away from the tip location show in the first image location. The description of the reported event appears to correspond with the radiographic images provided by the complainant. Based on the information provided, contributing factors to movement of the catheter tip may include patient movement, power injection, catheter securement, and placement location. Since the catheter tip appeared relocate to a different location in the body, the complaint is confirmed but the exact factors remain unknown. H3 other text: evaluation findings are in section h11.